Event description:
The report received from the affiliate states that when the package of stabilizer (support 300cm: complaint product) was opened and the unit was removed from the dispenser without friction, the distal portion was confirmed to be unraveled. The outer packaging was not damaged. The product was secured in the packaging. The product was not resterilized. The physician did not use the stabilizer and a new stabilizer (507-300s) was used instead. The procedure was finished successfully. The product was not clinically used in the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that when the package of stabilizer (support 300cm: complaint product) was opened and the unit was removed from the dispenser without friction, the distal portion was confirmed to be unraveled. The outer packaging was not damaged. The product was secured in the packaging. The product was not resterilized. The physician did not use the stabilizer and a new stabilizer ((B)(4)) was used instead. The procedure was finished successfully. The product was not clinically used in the patient. One non-sterile sgw .014 stabilizer 300cm was received coiled in a plastic bag. The guidewire presented no damages and the distal coil was found bent at 1.5cm from distal end. The device was observed under microscope and the distal coil was found stretched at the area where the black sleeve starts to cover it. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer as 'distal tip unraveled/stretched-during prep' was confirmed owing to the received condition of device. The exact cause of the reported issue by customer as well as the bent and stretched condition on distal tip could not be conclusively determined. The records indicated that the product met specification prior to shipment. Neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.